Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, after firing 13 clips the device jaws locked and would not open. The device was locked on the cystic duct. The surgeon manipulated the device off of the tissue. There was no damage to the tissue. The case was complete with no consequence to the pt.